Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a manufacturer representative (rep) regarding the patient who was implanted with an implantable neurostimulator (ins). The patient reported that sometimes the ins showed no reaction to patient programmer commands. A rep observed the same issue during a patient follow-up when the amplitude couldn't be increased anymore using the physician programmer. A device data file was provided. Review of the device data file did not find anything unusual in the stimulation settings, the ins was properly charged, and impedance values were all within normal range. It was noted that the information in the data file was limited as the report was taken from the ins shortly after another interrogation. Additional information was received from the rep. It was reported that the ins not reacting/increasing was first observed in the summer of 2019. The cause of the ins not reacting/increasing was not determined. Nothing was done to resolve the issue. The patient tried again and again, and sometimes it worked. It was noted that this information was confirmed with the physician/account.